Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began in (B)(6) 2020 and that on (B)(6) 2020 at around 8:00 am, he obtained an alleged inaccurate high blood glucose reading of "246 mg/dl" with the subject meter. The patient manages his diabetes with a combination of insulin (humulin r; 5 units in the morning, 10 units in the evening and humulin n; 15 units in the morning, 20 units in the evening). In the response to the elevated result, the patient claimed he took 15 units of humulin n and 15 units of humulin r at around 8:00 am. The patient reported developing symptoms of "dizziness and shaking" at around 10:30 am. There was no report of medical treatment/intervention received as a result of the alleged issue. The patient informed the cca that his blood glucose was measured at "189 mg/dl" on another device (unspecified brand) after obtaining the elevated reading. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.